Event description:
It was reported the insulin pump was dropped about 40 meters. The device was broken. Go to flow beep anomaly or vibrate anomaly. The drive support cap did not appear to be damaged. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
(B)(4). Broken off end cap, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case near display window corner and cracked battery tube threads noted. The device was received with missing electronic assembly and missing motor assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.